Manufacturer narrative:
Investigation summary: "material #: 367953. Lot/batch #: 0248557. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes could not be drawn into the tube properly. There was no indication that results were reported out , and there was no patient impact. The following statement information was provided by the initial reporter: "according to the customer's verbatim report, blood could not be drawn into the tube properly."